Event description:
The pt experienced seroma, redness and pain over the pump location following a pump replacement. The healthcare professional evaluated the pt and reported a rash over the pump site. An allergic reaction was suspected and an allergy kit was requested. It is unk if the allergy test was completed. The pt also reported that the physician adjusted the pump medication as always and he got worse. The pump was removed. The issue was reported as being related to the implantable device. The pump was used to deliver morphine. The pt also has an implantable neurostimulator that was removed in (B) (6) 2009, due to redness, rash, seroma and pain at the implant site (see manufacturer report # 3004209178-2010-01105).

Manufacturer narrative:
(B) (4).